Event description:
It was reported that the patient presented to the ER after receiving inappropriate hv therapy due to noise. Externalized conductors were observed via fluoroscopy. An increase in pacing lead impedance was also noted. Lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the middle segment measuring 44.5cm was returned for analysis. External insulation abrasion was noted at 26.7-27.2cm and 32.1-32.4cm from the proximal end of the rv shock coil, consistent with lead friction to another device or feature of the heart. Externalized conductors due to external insulation abrasion were noted at 30.9-34.3cm from the proximal end of the rv shock coil, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. Externalized conductors due to external insulation abrasion were noted at 1.1-4.1cm from the proximal end of the rv shock coil, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise. The reported field event of increased pacing lead impedance could not be confirmed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.